Manufacturer narrative:
Block h6: imdrf device code a150205 captures the reportable event of delivery system difficult to advance. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the monopolar plug detached. No other issues were noted with the stent and delivery system. The reported event of device damaged/defective was confirmed as the monopolar plug was returned detached. The investigation concluded that this event was most likely due to procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied) that could have resulted in this encountered damage. Additionally, the reported event of delivery system difficult to advance cannot be confirmed as this event occurred during the procedure, and it is not possible to replicate it in the lab. Taking all the available information, the most probable cause of the reported events is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-03613 and 3005099803-2024-03616 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were used transduodenal to the common bile duct and gallbladder to treat metastatic pancreatic and renal cancer with aortic involvement during endoscopic ultrasound (eus)-guided biliary drainage (eus-bd) and endoscopic ultrasound (eus)-guided gallbladder drainage (eus-gbd) procedures performed on (B)(6) 2024. During the (eus-bd) procedure, the first 8mm axios stent (subject of this report) was advanced through the scope. Cannulation into the common bile duct was successful; however, the delivery system was not able to advance retrograde over the guidewire (otw). The first axios stent was then removed, but the stainless-steel plug insert was detached from the handle, leaving a strand of exposed copper wire protruding from the plug orifice. Subsequently, the physician proceeded to perform the (eus-gbd) procedure. During the (eus-gbd) procedure, the second 10mm axios stent (subject of manufacturer report # 3005099803-2024-03616) was successfully implanted. However, post stent placement, the patient exhibited low cardiac output and had cardiac arrest. Cardiopulmonary resuscitation (CPR) was then performed for ten minutes before a femoral pulse was detected. The patient was transferred to angiography for imaging to determine the source of the blood loss. A blood transfusion was administered before and during imaging with a perforated arteriole observed underneath the duodenal flange on the implanted 10mm axios stent. Embolization was conducted and hemostasis was successfully achieved. The patient was transferred to ICU in a stable condition.

Manufacturer narrative:
Block h6: imdrf device code a150205 captures the reportable event of delivery system difficult to advance.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2024-03616 for the associated device information. It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery systems were used transduodenal to the common bile duct and gallbladder to treat metastatic pancreatic and renal cancer with aortic involvement during endoscopic ultrasound (eus)-guided biliary drainage (eus-bd) and endoscopic ultrasound (eus)-guided gallbladder drainage (eus-gbd) procedures performed on (B)(6) 2024. During the (eus-bd) procedure, the first 8mm axios stent (subject of this report) was advanced through the scope. Cannulation into the common bile duct was successful; however, the delivery system was not able to advance retrograde over the guidewire (otw). The first axios stent was then removed, but the stainless-steel plug insert was detached from the handle, leaving a strand of exposed copper wire protruding from the plug orifice. Subsequently, the physician proceeded to perform the (eus-gbd) procedure. During the (eus-gbd) procedure, the second 10mm axios stent (subject of manufacturer report # 3005099803-2024-03616) was successfully implanted. However, post stent placement, the patient exhibited low cardiac output and had cardiac arrest. Cardiopulmonary resuscitation (CPR) was then performed for ten minutes before a femoral pulse was detected. The patient was transferred to angiography for imaging to determine the source of the blood loss. A blood transfusion was administered before and during imaging with a perforated arteriole observed underneath the duodenal flange on the implanted 10mm axios stent. Embolization was conducted and hemostasis was successfully achieved. The patient was transferred to ICU in a stable condition.